Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although the root cause of the suggested event could not be specified, it is likely the defect was caused by repeated use, external factors, or handling. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope had a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.